Event description:
It was reported that the pt's coworker placed a magnet over the pt's interstim neurostimulator and that subsequently she felt dizzy and had heaviness in both legs. She visited her physician for a device check and was told the lead had migrated and was not working properly, through the neurostimulator was functioning well. The clinician increased the amplitude on her device during the visit, but did not decrease it back down. After, the pt was driving and continued to feel dizzy. The amplitude was set too high for over a day and the pt continued to experience her symptoms as well as vertigo. She went to the ER and CT, x-ray, EKG, and blood work were all normal. The pt was given two different medications and the amplitude of her device was decreased. Even with her device off, the dizziness did not subside. The hcp confirmed that impedances were high on the device and that several reprogramming attempts were unsuccessful. X-ray revealed that the lead was in place, but revision of the lead is planned. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced symptom of urinary frequency, incontinence and urinary issues. It was indicated that revision was done. It was also indicated that they reset the device but patient was unable to feel any sensation. The outcome was reported as no injury. Additional information received regarding the event was reported. It was reported the patient mentioned that a manufacturer representative knew the programmer batteries needed to be changed, turned the stimulation all the way up and left. It was indicated that the patient ended up in the hospital the next day. It was noted that patient got vertigo and did not work for a month. It was noted that patient could not even walk down a hall. The stimulation was so horrible it caused complete vertigo. It was also indicated that the patient almost fell off a 3rd story because when he bent over to pick up a bag ,he kept on going and almost went over the balcony and it was related with this." A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received later indicated that there was no abnormal impedance detected and patient was unsure what caused the dizziness. The event was reported as unknown if attributed to device. It was reported as unknown if event was due to ins/lead/extension. There was no problem with the programming or programmer causing any event prior to dizziness. The patient was not hospitalized. It was indicated that the dizziness happened once and was resolved on the date of the event. The patient outcome was reported as no injury.